Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation. The complaint of over-sensing was not confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator. Electrical, mechanical and sensing analysis were performed under nominal and high sensitivity settings and found no anomaly. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported during in clinic follow up that the pacemaker exhibited oversensing due to noise. The device was explanted and successfully replaced. There were no patient consequences.